Event description:
Multiple inhaled nitric oxide (ino) delivery failures occurred while suctioning patient in tandem with the high frequency jet ventilation (hfjv).the situation required additional and prolonged bagging via ino blender, repowering the ino unit, and waiting for the self test screen to complete its operation before redialing the nitric setting to 20ppm.